Manufacturer narrative:
Upon device evaluation, it was determined that the reported event had also submitted to the FDA on (B)(4) 2014 under MFR report #0001811755-2014-03766 (stryker reference #(B)(4)). Because these were determined to be duplicate complaints, a supplemental MDR is being submitted to reflect the previously submitted findings. The reported event of a sticky trigger was confirmed. No unintended activation was detected during evaluation by a manufacturer service technician. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment inspection conducted at the user facility the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment inspection conducted at the user facility, the trigger of the device was sticking, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.